Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported tears were confirmed. The reported difficulty advancing and removing the device from the guide wire could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty advancing and removing the device from the guide wire could not be determined; however, the reported tears appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report being filed, it was reported that the balloon dilatation catheter (bdc) was a 3x8mm nc trek neo balloon dilatation catheter (bdc). No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. The additional device referenced in b5 are filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex (cx) artery. For post dilatation, during advancement of the 3x8mm nc trek balloon dilatation catheter (bdc) on a ht bmw universal ii guide wire (gw), resistance was noted and the gw became separated in 2 pieces. Resistance was noted between the gw and bdc during removal; therefore, the separated portion of the gw was removed with the bdc and the other portion of the gw was able to be simply removed. It was noted the guide wire exit notch, the inner and the outer member of the bdc were torn. No post dilatation was performed in the procedure. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.